Event description:
While correcting a congenital abnormality of the mandible the saw blade broke into two pieces as the surgeon was using oscillating saw. Both pieces retrieved. Second blade used, also broke into two pieces. Again, both pieces retrieved. No injury to the pt.